Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 error. The issue was found during repair. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The repair technician reported that the scope had remnants of white crystallized material that was believed to be an infacol (simethicone) type product within the auxiliary/jet channel. The device evaluation found the light cover glasses were chipped, the light cover guide glass adhesive was worn, the light transmission had fluid evident, the distal end adhesive was worn, the scope connector had water ingress, the image had an error code, and the up/down/right angles were out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code was due to the foreign material in the auxiliary channel and the foreign material is likely due to insufficient or incorrect reprocessing. The following information is stated in the instructions for use (IFU): ¿IFU of ofp-2 chapter 3 preparation for use: caution:for endoscope, use only sterile water. For endotherapy device, use only sterile saline. Sterile water should be degassed if the ofp-2 is to be used with an ultrasound endoscope. Use of non-sterile fluid may cause an infection risk to the patient.¿ olympus will continue to monitor field performance for this device.